Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with glare and halos in both eyes post lasik. The patient as noted to have corneal haze. An oral steroid was prescribed, the topical steroid eye drop dosage was increased, and a flap lift and rinse was performed. The patient was seen in follow up and symptoms were noted to be resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The preventive maintenance was performed regularly. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).